Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned stent delivery system (sds)revealed blood on the shaft, hub, balloon, stent implant and in the guide wire lumen, consistent with being advanced over a guide wire and into the anatomy. There was no contrast visible. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. This is consistent with the fact that the balloon had not been inflated and the stent had not been deployed. The reported shaft separation was confirmed. The hypotube had separated 20.5cm distal to the strain relief tubing and the fracture faces were ovaled indicating that the hypotube had kinked prior to separating. The hypotube jacket was stretched and separated at the same location, suggesting force was applied to separate the material. Additionally, there were kinks in the hypotube 1.6 cm proximal to the separation and 2 cm, 19.4 cm and 31 cm distal to the separation. There was no other damage noted to the sds. In this case, it appears that the shaft likely kinked and separated as a result of pushing against resistance. If the proximal end of the sds is not properly supported during pushing or advancing against resistance, it may cause the shaft to kink. Once the shaft is kinked, and upon straightening, the hypotube material could ultimately separate. The additional kinks noted may also be the result of pushing against resistance as there were no kinks noted during the prior to use inspection. The additional kinks may also be the result of preparing/packaging the product for return to abbott vascular. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report. Overall, the reported shaft separation and additional kinks noted appear to be related to case circumstances, and there is no indication to suggest a product quality deficiency.

Event description:
It was reported that the xience stent delivery system (sds) proximal shaft broke during insertion. The physician did not hold the shaft in a straight manner, therefore, as the sds was advanced it kinked and during pushing it finally broke [separated]. The braking point of the shaft was outside the patient's anatomy, approximately 15 cm from the distal end. All the parts of the shaft were removed without difficulties and a new xience v stent was used with good results. There were no adverse patient effects. Though requested, no additional information was provided.